Event description:
It was reported, two cases of fluid leakage from catheter. This report addresses both devices. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheters is confirmed; however, the exact cause is unknown. Two videos of inserted 4fr single-lumen groshong nxt clearvue catheters were returned for evaluation. The two videos appeared to show two different catheters and patients based on the catheter damage locations and the patient skin characteristics. When the catheters were flushed with a clear liquid, a spraying leak was observed emanating from the catheter shafts. In one of the videos, the leak was located directly distal of the strain relief oversleeve on the distal connector. The leak location on the other video was approximately 3cm distal of the strain relief oversleeve. There were no distinguishing features in the returned videos of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.